Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the first firing for the segmental resection of the lung, the reload was connected to a manual stapling handle. The surgeon tried to fire the device, however, could not move the knife forward and could not fire the device. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.